Event description:
Adverse event(s): "surgeon converted to an ecce procedure" (alternate procedure performed). Product problem(s): "foot pedal not working" (device inoperable), "displayed 350 and 351 error messages" (device displays error message). A facility reported during a procedure they noticed the footpedal was not working. The system also displayed error messages. Since no back up instrument was available, an extracapsular cataract extraction was done. The pt will possibly have to have additional surgery. A medical device questionnaire has been sent to the doctor twice requesting additional information.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4) (alternate procedure performed). (B) (4). (B) (4).